Event description:
Initial result for a patient hcg was 7.02 miu/ml. When repeated as a diluted sample, the result was 11273 miu/ml. The incorrect result was not used to guide therapy. The field service rep was unable to determine a cause for the discrepancy.